Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, there was torn tissue and bleeding occurred. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the patient's condition is satisfactory.